Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited a primary audible alarm error. Patient involvement is unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed signs of contamination around the bottom case. The tamper seal was not broken. Review of the event history log (ehl) showed primary audible alarm post. The device was powered on and an occlusion test was performed and the reported issue was not duplicated. The device operated as intended. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).